Manufacturer narrative:
Correction the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
Lot 11543071: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with conformable gore tag thoracic endoprostheses. It was reported that a computed tomography (CT) date is unknown, revealed a distal type I endoleak. It is unknown if there is aneurysm enlargement. No reintervention is planned at this time.

Manufacturer narrative:
(B)(4).

Event description:
There is aneurysm sac growth but it is unknown how much.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.